Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made a mistake and did not wear a mask (date not reported). The pt was not hospitalized for the event. On an unreported date, the pt was treated with injection vancomycin, 1.5 gm (od-once daily) and gentamicin, 40 mg (od) for peritonitis. On an unreported date, the pt's fluid was clear. On an unreported date, the peritonitis had resolved and the pt was recovered from the event. Additional information was requested but is not available.